Event description:
Around change of shift I saw blood enter the tubing of the pt's foley catheter. Both the day shift and I were surprised and then the urine started becoming yellow again. Day shift stated that the pt must have accidentally tugged on the catheter, but catheter was anchored well. Then the foley came out of the penis with balloon deflated. Had to order new non-latex catheter 14f. Catheter inserted balloon inflated and slid out with balloon deflated. Balloon tested and a small hole leaked when attempted to inflate balloon. Two more attempts to insert foley resulted the same exact way. One balloon was inflated with only 5ml, both a 14f and a 16f were tried. Two reference numbers of the 4 catheters are (B)(4) and (B)(4). FDA safety report ID# (B)(4).